Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2020 was not submitted as an MDR, but after review it was decided that it should be submitted. Therefore, this report is being submitted on 12/04/2024 retrospectively for the incident in 2020. Original manufacturing narrative: the surgeon used a valeo ll extraction tool to attempt to reposition a cezanne dlif cage. The tool was not designed to be used with the cezanne system. The tool is also clearly laser marked "for extraction only." This is a case of misuse by the surgeon.

Event description:
When placing a cezanne dlif cage, the surgeon needed to adjust the cage, as it looked crooked after releasing the inserter. The surgeon used a valeo ll extraction tool (different system) to put in the center thread of the cage to adjust it. The surgeon was able to successfully adjust the cage into the correct position, but the inner thread of the extraction tool broke off in the cage. The piece was left in the cage in the patient. No issues or complications with the patient reported.